Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device (dwd171) is commercially available and cleared under 510k # k131231. The reported event could not be confirmed since the device was not returned for evaluation and other evidences provided were insufficient to reliably assess this case. A device inspection was not possible since the affected device was not returned. The opinion of the medical expert was requested and stated as following: the resolution of the images is insufficient to reliably assess the presence of bone cement and the probable mobilization of the implant. With the information presently available and the suboptimal quality of the provided images, it is not feasible to identify factors that may have contributed to the alleged event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "patient underwent "left elbow hemioprosthesis surgery (wright)" for "displaced left elbow closed fracture; sequelae of contusions". Due to the constant pain she complained of over the following months, she was referred to another facility where the probable mobilization of the implant was detected and a further surgery was therefore performed for defective humeral with endohumeral consolidation."

Event description:
As reported: "patient underwent "left elbow hemioprosthesis surgery (wright)" for "displaced left elbow closed fracture; sequelae of contusions". Due to the constant pain she complained of over the following months, she was referred to another facility where the probable mobilization of the implant was detected and a further surgery was therefore performed for defective humeral with endohumeral consolidation."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device is retained by hospital or patient.